Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.

Event description:
Correct affected side is the left.

Event description:
Asr medical record received. After review of medical records, patient was revised to address adverse reaction to metal debris from mom hip prostheses resulting to pain, elevated metal ions and pseudotumor. MRI showed adverse reaction to metal debris and pseudotumor. Operative note reported trunion had evidence of corrosion but intact. Added medical history, lab result cobalt 51 (no unit provided. Corrected patient identifier and patient name.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges metal poisoning, metallosis from metal debris, excessive levels of metal ions, pain and emotional distress.